Event description:
It was reported that the implant had come loose inside the patient¿s body. It was noted that this happened after she had moved 3 weeks ago. It was noted that the patient was currently in pain. It was noted that the patient had told her previous doctor that she was not getting enough stimulation on the left side which had been happening since implant. Additional information received reported that the implantable neurostimulator (ins) was loose in the body and moved and put tension on the leads. It was noted that this caused the leads to migrate and stimulation was now down into the patient¿s arm instead of neck. It was noted that the ins was located in her lower left hip. Additional information received reported that the patient was having difficulty finding a physician to explant her spinal cord stimulation (scs). Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-6, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).